Manufacturer narrative:
(B)(4). Batch # r58d91. Device evaluation: the analysis results that one plee60a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, after the stapler was fired and the reload was removed from the jaws of the instrument, the metal pan was left behind in the jaws. It wasn't reported which firing this occurred, unknown reload type. A second like device was used to complete the procedure. There were no patient consequences reported.